Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 09apr2019. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to push down. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient also reported that she reuses needles and is visually impaired. The core instructions for use states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. The core instructions for use also states to use a new needle for each injection. There is evidence of improper use. The patient reused needles which may be relevant to the event of hyperglycemia. The patient used the device while visually impaired. It is unknown if this is relevant to the event of hyperglycemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of an unknown age and origin. Medical history was not reported. Concomitant medications included metformin and carbpin (as reported); both for diabetes mellitus. The patient received human insulin (rdna origin) injection (humulin, 100u/ml) through cartridge via reusable humapen ergo ii (blue/two tone blue) subcutaneously for the treatment of diabetes mellitus. Dose, frequency and start date were unknown. Since 2018, she started using humapen ergo ii for administration purposes. On unknown date, while on human insulin therapy, it was difficult to press the injection button of humapen ergo ii ((B)(4)/unknown lot number). It was reported that her needle was reused. On unknown date, while on human insulin via humapen ergo ii, she had a high blood sugar, also reported as hyperglycemia (units, values and normal ranges were not reported) and her eyes did not see clearly; also reported as poor eyes (could not see things clearly). She was hospitalized because of her high blood sugar on (B)(6) 2019. As of (B)(6) 2019 (time of the report), she was not discharged. Information regarding further hospitalization details, outcome of the events and corrective treatment was not reported. Human insulin therapy was continued. The humapen ergo ii was continued. Follow-up could not be possible as the initial reporter did not want to be further contacted and did not provide physician information. The operator of the humapen ergo ii was the patient and her training status was unknown. The general device and the reported device duration of use were approximately one year (began using humapen ergo ii in 2018). The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer related the event of blood glucose increased to human insulin and the humapen ergo ii; and related the event of visual impairment to human insulin and did not provide assessment for the event with humapen ergo ii. This case was cross-referenced to the following one: (B)(4) (same patient). Update 28-mar-2019: information received on (B)(6) 2019 contained in two separated source documents were processed at the same time. Update 03-apr-2019: information was received on 01-apr-2019. No new medically significant information was received and hence no changes were made to the case. Update 09apr2019: additional information received on 05apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(6) (EU/(B)(6)) device information for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 19apr2019: updated medwatch fields for expedited device reporting. No new information added.